Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level of 484 mg/dl due to the insulin pump suspending because if inaccurate sensor readings. The customer treated with the insulin pump. The customer stated she removed the sensor and the cannula was not bent or damaged. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.